Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The ventilator's internal battery was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.